Manufacturer narrative:
D2b- unable to leave blank corneal edema and hypopyon are identified in the labeling as a known potential adverse event following icl implantation. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4)

Event description:
A healthcare professional reported an article titled "unusual unilateral diffuse corneal edema after implantable collamer lens implantation: case report". The article states the patient experienced corneal edema, hypopyon, cloudy/foggy vision, and tass. Medication was administered and other surgical intervention was performed. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.